Event description:
It was reported that during a coronary stent procedure of a svg to native lad lesion the physician experienced difficulty crossing the lesion. The svg had a 24 mm x3.5 mm express 2 placed previously and a 13 mm x 2.0 pixel stent distal to the anastomosis. An attempt was made to deliver the 8 mm x 2.25 mm express2 through the svg into the native lad proximal to the anastomosis without pre dilation. The stent became caught on the guide catheter during retraction. Upon removal it was noted that the stent struts were bent. The lesion was then predilated and the physician was able to successfully deploy another 8 mm x 2.25 mm express 2 stent.